Manufacturer narrative:
(B)(4). Concomitant medical products: as gore was unable to determine which device(s) was involved in the event if any; additional device(s) implanted include: plc181400/15526909. Pla280300/15162948, plc181400/15245689, pla280300/15047909. (B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment and was implanted with five gore® excluder® aaa endoprostheses. It was reported that the patient was converted to open repair and all five devices were explanted and discarded at the site. The reason for explant was reportedly due to the patient¿s anatomy. There was no allegation of device deficiency reported.